Manufacturer narrative:
The thermogard xp ivtm console (s/n (B)(4)) in complaint was returned to zoll on 07/25/2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was one previous history of complaint reported for autopulse with serial number (B)(4). During the visual inspection, the pump lid and bumpers were cracked. White rollers and cold well cap were damaged. Rotor gaps were wider than specification. Incorrect resistor values were set, indicating this console was out of electrical safety specification. Hall sensor wires in the pump raceway were covered in grease. Led on air trap was not working. Also observed was the drip tray reading on the dmm (digital multi meter) showed that the system was not electrically ground. The thermogard console is a reusable device and was manufactured on 12/27/2013. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the archive data showed no faults or errors. The device did not pass functional testing due to the device would not power on. In summary, the reported complaint was confirmed during functional testing. The device would not power on. The root cause of the reported issue was a defective ac input rear relay bracket. The parts identified in this investigation and visual inspection were replaced. The console passed final functional testing.

Event description:
This event is related to the event that is addressed in MFR 3010617000-2016-00412 ((B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient therapy the thermogard xp ivtm console (s/n (B)(4)) shut off completely unexpectedly (no power lights illuminated). The rn (registered nurse) tried to trouble shoot the issue by checking all power cords as well as changing power source to another power socket. They were unsuccessful in restarting the device. The patient was receiving therapeutic hypothermia therapy. The therapy was continued with another thermogard xp ivtm console. No patient sequelae was reported. No additional information was provided.